Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not working and buttons were harder to press. The customer¿s blood glucose level was 136 mg/dl. Customer stated that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.